Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the ¿burr kept coming out¿ of the motor device. According to the reporter, the device was put together and it was fine. However after about ten seconds of burring, it was observed that the burr device would start to fall out. The type of burr used was not reported. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the met all manufature's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.